Event description:
It was reported that there were cracked welds on the drop tube of a ceiling-mounted visum 300 examination light. Allegedly, a doctor was positioning the light over a patient during a procedure when the light tipped to one side. The light and suspension did not fall and there were no adverse consequences reported.

Manufacturer narrative:
Through evaluation of photographs provided by the customer, it was observed that the drop tube did not have a complete weld which resulted in a fatigue of the weld causing the weld to break. This incomplete weld was due to a manufacturing process deficiency at the supplier of the component. A new drop tube assembly was sent to the customer who installed the device and returned it to service.